Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A non-bsc guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a non-bsc balloon catheter. Subsequently, a 20 x 3.00 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. A non-bsc support catheter was advanced to facilitate advancement of the promus premier¿ stent; however, the stent still failed to cross the lesion. The stent was removed and the physician noted that the stent edge was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).